Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 dual trigger rotary would run after finger was removed from trigger. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the system 7 dual trigger rotary would run after finger was removed from trigger. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was duplicated; it was confirmed that the handpiece had run-on as a result of corrosion. The reported event likely occurred due to non-recommended cleaning procedures.